Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch due to high, out of range pacing impedance greater than 3,000 ohms. Additional there were several episodes of atrial tachy response (atr). A request was made to have data from this device analyzed. The ra lead remains implanted. No adverse patient effects were reported.